Manufacturer narrative:
Additional information: manufacturer date september 2007 additional information was received that indicated the patient was 20/70 unaided at the time of last visit on (B)(6) 2018. The prescription was -0.75-1.25x160 and was correctable to 20/50 in the left eye. The patient was correctable to 20/20 vision prior to initial procedure on (B)(6) 2018, so that is likely the reasoning the event as long lasting and significantly interfering with daily activities it was reported that surgeon spoke to her about alternative treatment (topography guided prk). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Placeholder

Manufacturer narrative:
Expiration date: unknown, as the lot number was not provided. Lot number: unknown, information not provided. UDI number: unknown, as the lot number was not provided. Device manufacture date: unknown, as the lot number was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery in (B)(6) 2018 and there was suction loss while laser firing in left eye. Suction was reapplied and likely had some irregularity to the bed that caused some decreased in vision post op. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient commented is understanding of current condition and is having mild headaches and blur vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017 right eye pre-op 20/20 -2.25 x -.25 x 153, left eye pre-op 20/20 -2.00 x -.25 x 35. Bcva post op: right eye post-op 20/20, left eye post-op 20/40.